Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-01303. It was reported that lead migration issue was observed. Patient denies any traumas or falls. It is unknown which lead migrated therefore both leads are being reported. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
New information received states that both leads were explanted, and new leads were implanted. Therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.